Manufacturer narrative:
A specific root cause could not be identified. Additional information for further investigation was requested but was not provided. Typical causes for this type of event include improper handling of the reagent or system reagents which may have cause foam or bubbles on the surface, hardware issues with the mixer or pinch tubing, or a pre-analytics issues.

Manufacturer narrative:
Unique identifier (UDI)#: (B)(4). This event occurred in (b)(46.

Event description:
The customer received questionable high elecsys vitamin b12 immunoassay results for one patient. The initial result from the primary sample tube was >2000 pg/ml and was reported outside the laboratory. The repeat result with a manual 1:2 dilution in a sample cup was 366.2 pg/ml. A new sample was collected from the patient and the result on (B)(6) 2017 on a cobas 6000 e 601 module was 184.9 pg/ml. There was no allegation of an adverse event. The reagent lot number was 207271. The expiration date was requested but was not provided.